Event description:
Customer had a low reservoir alarm and a compromised force sensor system alarm on the insulin pump. Prime rewind troubleshooting was performed. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer stated that when he primes, the insulin shoots out and not drop by drop. Customer also stated that he has received the compromised force sensor system alarms before, but he can normally change out the infusion set and it primes. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and unable to prime during the prime test due to flush/loose drive support disk. Unable to test the low reservoir alarm due to prime/fill anomaly. The device had minor scratched display window, cracked case at display window corner, broken reservoir tube lip and a missing end cap sticker.